Manufacturer narrative:
One device was received for evaluation. Visual inspection found a peeled downstream occlusion seal and a worn upstream occlusion seal. Functional testing was able to duplicate the reported problem along with error code 41622. It was determined that the inoperable motor was the root cause and was replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device keeps cutting off when trying to start an infusion. There was no patient involvement.